Event description:
Reportedly, during testing, a "high fio2" alarm occurred, which could not be solved by calibration. Upon replacing the oxygen sensor, the issue was resolved. There was no pt involvement reported.